Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels reached 213 mg/dl while wearing the pod for longer than 48 hours. Once at the hospital the patient had a brain scan administered. The patient was treated with an insulin drip. The patient was discharged from the hospital after 5 hours. The patient was able to apply a new pod once they had returned home from the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.